Event description:
Healthcare professional (hcp) reported patient (pt) receiving hemodialysis on the baxter 1550 device when the pt called out for assistance. Hcp reported blood was coming out of the venous tubing. Hcp stopped the treatment and found the venous tubing was disconnected from the pt's access which was a tesio permacath. Pt exhibited respiratory difficulty and decrease in oxygen saturation. Hcp administered 3000 cc normal saline and called the physician. Pt was then transferred to the ER. Pt was admitted to the hosp for observation and to complete the hemodialysis treatment. Pt returned to the clinic in 2002 for hemodialysis and was reported to be doing fine. Pt did not receive any further medical intervention and no pt injury resulted from this event. Hcp stated they did not notice any alarms during this event. Treatment parameters were as follows: blood flow rate-350 ml/min, dialysate flow rate-700 ml/min, length of treatment-3.5 hrs. Hcp stated arterial and venous alarm pressure limits were set.